Manufacturer narrative:
Investigation codes have been changed to reflect presumed recall affected devices' investigation findings. Recall reporting number has been included to follow up.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Negative pcr.